Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had alarmed button error and battery out limit. The customer also reported that buttons were unresponsive when they tried to clear the alarms. The customer was assisted with button error/keypad anomaly troubleshooting. The customer¿s blood glucose level was 180mg/dl at the time of the incident. The customer stated that when they hit the act and esc buttons, the insulin pump's back-light comes on and displays the battery out limit alarm. The customer stated that the insulin pump was in their pocket the day prior to the call and it was raining but did not see the insulin pump get wet leading to the keypad issues. Customer also stated that the clock on the insulin pump advanced when observed for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump monitored for several days. Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Unit received with all operating currents within spec and passed functional testing including the rewind, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected battery out limit anomalies noted. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.